Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), there was a leak in the arterial filter deaeration system during aortic clamping that resulted in a circulatory stoppage of two minutes and 30 seconds. Cpb was resumed without issue after repairing. At 35 minutes into cpb it was found that the three-way valve of the arterial filter broke. The valve was replaced and used for the remainder of the case. The surgical procedure was completed successfully. The patient received two unit of red blood cells. There were no adverse consequences to the patient.

Event description:
Per clinical review: this complaint involved a perfusion tubing pack that had a blood leak develop in the purge line coming off the external arterial filter during cardiopulmonary bypass (cpb). Cpb had to be stopped for two minutes 30 seconds to correct the leak. After this occurred, the three-way stopcock in this purge line broke. There was an undetermined loss of blood volume. The perfusionist did transfuse two units of red blood cells as a result of the blood loss. The circuit was not returned for investigation but a picture of the complaint circuit showing the tubing disconnect was provided.

Manufacturer narrative:
Updated blocks: b1, b2, and b5.

Manufacturer narrative:
The reported complaint was non-verifiable as no product was returned. Multiple diligence attempts for part return were unsuccessful therefore further evaluation and root cause analysis could not be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.